Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the motor exhibited damage to the locking mechanism that is consistent with power braking. Power braking occurs when the locking mechanism is engaged while the motor is still rotating. In many cases, the user places his fingers on the disconnect sleeve and unintentionally pulls back on it while drilling, causing the lock to engage while the motor is running and damaging the locking components. The unit also exhibited signs of improper or ineffective cleaning and maintenance. The motor exceeded temperature limits, had a damaged thermistor, and had dried biological debris on, in, and around the locking sleeve. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had a noise problem. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.